Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During post-operative x-ray patient sub-luxated on the x-ray table probably caused by spinal anesthetics that was still working from the thp surgery. Immediate non-surgical (closed) repositioning. Event resolved.

Event description:
During x-rays patient hip sub luxated, immediate closed non-surgical repositioning followed . Event resolved same day.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.